Event description:
According to the distributor report, dermabond(r) adhesive was applied to a forehead laceration. During the procedure, the pt moved and the adhesive got on pt's eyelashes and glued them shut. The pt was sent home with instructions to put petroleum jelly on the area. Parent was unsuccessful removing the adhesive. The pt returned to the ER the next day and a physician removed the adhesive from the eyelashes and eyelid. The pt subsequently visited an opthalmologist who told pt that the eye showed irritation and is blood shot, but did not exhibit any damage or require treatment. Family member reports that pt is fine now.